Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous unreported kinks to the device. There was contrast in the inflation lumen and in the balloon folds. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded. The device was attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There are no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilatation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There are no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.